Manufacturer narrative:
(B)(4). Information unavailable, device not returned for analysis.

Manufacturer narrative:
(B)(4). The injection port with locking connector, tubing strain relief and 39cm of catheter were returned for evaluation. Visual or functional inspection of the device cannot confirm events that are physiological in nature such as infection. The complaint cannot be confirmed. Evaluation of the device cannot confirm events that are physiological in nature. Port infection is a recognized adverse event associated with gastric banding. Its causes and effects are outlined in the products instructions for use (IFU). Our investigation included a review of manufacturing and bioburden level records for the batch concerned. Our investigations concluded that the device was manufactured to specifications and met all release criteria.

Event description:
It was reported that a second port infection occurred post implant of a laparascopic adjsutable band procedure. There was no adverse consequence to the patient. Three attempts have been made to gather additional information. If additional information becomes available, a 3500 a supplemental report will be sent.